Event description:
It was reported that a small volume folfusor had tiny little pinholes in the coiled tubing. This malfunction was identified prior to use. The device was filled with nacl at the time of the event. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection found the reported holes in the tubing of the device. The cause was determined to be an operator error in the manufacturing plant. To address the issue, an update was made to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.